Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. A cartridge was successfully loaded to address the event. Blood glucose was 300-400 mg/dl.